Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The pt alleged to caller that the pt attempted to charge ins last night but was unable to do so. The pt is at the facility today and when an attempt was made to connect controller to ins it noted the ins battery was low and needed to be charged. The pt had their recharger and controller with them so agent advised the caller to see what was being displayed on the controller that resulted in the pt saying they could not charge. The pt was seeing 'no device found' but was pressing 'try again' rather than going with charging option. Upon selecting recharge, the pt got into the expected passive recharge mode. Agent advised the caller on next steps as it relates to passive charge and normal charging and the caller will have pt charge to a point where the ins can be placed into MRI mode. Pt told the MRI tech (caller) that the system hadn't worked for him as far as benefit goes for a 'couple years'. The pt had subsequently not charged ins for the last 3-4 months. Additional information was received from the patient (pt). They reported that their device did not help with pain control now. Pt reported they did not know what to do except to have the device removed. Pt noted their MRI techs called and helped to have the device start up so a MRI couldbe completed.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the device had not been removed yet and it was still in. The patient stated that the device did not help with pain and did not interrupt the pain from the beginning. The actions taken involved going to the office many times. The issue has not been resolved and the device remains inactive.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.